Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported the male luer disconnected from the luer locking cannula female luer during a heparin infusion. The patient's dad moved the patient up in the bed and noticed the set was disconnected from the PICC. The PICC was clamped and the luer locking cannula was removed. There was no blood backflow so the rn withdrew air until there was blood return and then flushed the PICC with normal saline. A new heparin bag and IV set were hung and the infusion continued. Event occurred in the pediatric unit .there was no patient harm or medical intervention. No further patient/event information is available.